Event description:
It was reported that during a da vinci-assisted surgical procedure the customer called dvstat and stated the monopolar hook stopped working mid-case. The customer tried reseating the sterile adapter, instrument and energy cord, as well as replacing the instrument, energy cord, and trying both monopolar ports on the erbe with no change. Customer elected to convert to open surgery to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu for failure analysis (fa) but was unable to confirm or replicate the customer-reported issue of the permanent cautery hook stopped working mid-case. Remotefe could not confirm the fault occurred in the field. Visual inspection revealed scratches on the side cover. The unit was installed onto a golden system and functioned as expected.